Manufacturer narrative:
One battery was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. The reported event was confirmed via review of the controller log files, which revealed occurrences of premature power switching events prior to batteries reaching the (B)(4) rsoc threshold. Analysis of the device revealed that the device met specifications; the device passed visual examination and functional testing. The controller serial number (B)(4) did not log any alarms for the battery (B)(4) within the analyzed period. However, the log files revealed occurrences of communication errors involving (B)(4) and momentary disconnects. A momentary disconnection may cause a beep after a power source regains connection. The following batteries participated during said events: (B)(4). Heartware is investigating the root cause of disconnections between smr upgraded controller and batteries. The most likely root cause of the reported event can be attributed to momentary disconnections between the controller and batteries. The instructions for use and patient manual outline the steps for handling and properly connecting power sources, including ensuring proper alignment, as well as instructions not to twist or force connections together in order to prevent damages. Additionally, a reference guide for both visual and tone alarms including potential causes and actions to take and there is a warning to keep spare, fully charged batteries and back up controller available at all times.  It also provides information about proper care of the system and what to do in case of an emergency.  Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. This event was assessed and is being reported as part of a retrospective review of events, which was in response to an update to the MDR decision criteria.

Event description:
It was reported by medical personnel that a patient experienced a battery that would beep without information battery display.  The battery was exchanged without any reported consequences or impact to the patient.  No additional information provided.